Event description:
On (B)(6) 2013, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch verio iq meter is giving inaccurate low reading of "33 mmol/l" (594 mg/dl) compared to "47-50 mmol/l" (846-900 mg/dl) obtained on the hospital meter. The patient manages his diabetes with self adjusting insulin. On (B)(6) of 2012, the patient reportedly had flu-like symptoms. On the (B)(6) 2012, the patient started to vomit at 7 pm and felt sick throughout the night. The patient reportedly tested at "28.0 mmol/l" (504 mg/dl) and "33.0 mmol/l"(594 mg/dl) at 4 am and 5 am respectively on december 4, 2012. The patient had symptoms described as "sweats, was dizzy, and thirsty." He was taken to the hospital at approximately 5:30 am where he obtained readings of "47 mmol/l to 50 mmol/l" (846 mg/dl to 900 mg/dl). The patient was treated for septic shock and received IV fluid. When the healthcare provider checked the patient's insulin vial, it was discovered that the patient's insulin vial was cracked. When the patient reportedly last took insulin at midnight on the day of concern, the healthcare provider indicated that he most likely did not take the right dosage of insulin due the damage vial. The patient was hospitalized and was release on (B)(6) 2013. On (B)(6) 2013, the patient performed a meter to lab comparison, lab result of "10.4 mmol/l" (187 mg/dl) to the subject meter reading of "15.0 mmol/l" (270 mg/dl). Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient reportedly did not have any internal injuries due to the extreme hyperglycemia. The patient's diabetes doctor recommended that the patient get a new meter because the lab results did not match with the patient's blood glucose reading obtained the subject meter. During troubleshooting, the customer care advocate (cca) verified the time difference between the alleged inaccurate readings and lab result were within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 1.7 mmol/l. The test strip vial was in good condition and within the discard date range. The cca confirmed the testing procedure was according to the instruction for use. The correct unit of measurement was utilized during the time of concern. This complaint is being reported because the patient required medical intervention for hyperglycemia while he managed his diabetes with the lfs product. In addition, the patient allegedly had inaccurate readings on the lfs meter at the time of concern when compared to the hospital meter and lab result.